Event description:
Same case as MDR ID#: 2134265-2013-09530. It was reported that debris was noted on the device. The target lesion was located in the severely tortuous proximal and distal right coronary (rca) artery. A 6f runway kr4h guide catheter was inserted in the ostium but damping pressure was felt upon insertion. A 300 cm kinetix guide wire along with an 2.5 x 15 otw apex balloon catheter was advanced to target vessel. A non-bsc manual aspiration catheter was advanced in attempt to remove thrombus. After several attempts to remove thrombus, the catheter was then removed and another non-bsc catheter was inserted. A 190 cm non-bsc guide wire was used as a buddy wire. A 2.5 x 15 rx emerge balloon catheter was selected. The balloon was inflated several times. The balloon was removed and the non-bsc manual aspiration catheter was re-inserted. A 5.0mm x 16mm veriflex stent was selected to treat the lesion. A 300 cm kinetix wire was pulled back into the guide prior to stent deployment. Upon removal of the stent delivery system(sds), the physician noted that a small piece of "string like debris" on the wire that came from the sds. The sds was removed together with wires. The physician continued the procedure and re-wired the vessel with a 180 cm non-bsc guide wire. Another 4.0mm x 16mm veriflex stent was deployed at 10 atm and then re-inflated again to 12 atms. Upon removal of the sds, the physician noticed some more string like debris from the sds on the wire and in the tuohy. A 4.5mm x 12mm veriflex stent was advanced just proximal to the 4.0mm x 16mm veriflex stent. The stent was deployed and was inflated up to 12 atms. The sds and guide wire were removed. Final angiogram revealed timi one flow. The physician elected not to proceed any further with the case at this time. No further patient complication were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed that there was contrast in the inflation lumen and balloon and blood on the balloon. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The shaft was kinked at the exit notch. There were scratches on the distal tip. The liberte/veriflex stent was not returned for product analysis. Inspection of the remainder of the device presented no other damage or irregularities. Magnified and visual inspection confirmed there was no string like debris or any foreign material. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issues or anomalies which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-09530. It was reported that debris was noted on the device. The target lesion was located in the severely tortuous proximal and distal right coronary (rca) artery. A 6f runway kr4h guide catheter was inserted in the ostium but damping pressure was felt upon insertion. A 300 cm kinetix guide wire along with an 2.5 x 15 otw apex balloon catheter was advanced to target vessel. A non-bsc manual aspiration catheter was advanced in attempt to remove thrombus. After several attempts to remove thrombus, the catheter was then removed and another non-bsc catheter was inserted. A 190 cm non-bsc guide wire was used as a buddy wire. A 2.5 x 15 rx emerge balloon catheter was selected. The balloon was inflated several times. The balloon was removed and the non-bsc manual aspiration catheter was re-inserted. A 5.0mm x 16mm veriflex stent was selected to treat the lesion. A 300 cm kinetix wire was pulled back into the guide prior to stent deployment. Upon removal of the stent delivery system(sds), the physician noted that a small piece of "string like debris" on the wire that came from the sds. The sds was removed together with wires. The physician continued the procedure and re-wired the vessel with a 180 cm non-bsc guide wire. Another 4.0mm x 16mm veriflex stent was deployed at 10 atm and then re-inflated again to 12 atms. Upon removal of the sds, the physician noticed some more string like debris from the sds on the wire and in the tuohy. A 4.5mm x 12mm veriflex stent was advanced just proximal to the 4.0mm x 16mm veriflex stent. The stent was deployed and was inflated up to 12 atms. The sds and guide wire were removed. Final angiogram revealed timi one flow. The physician elected not to proceed any further with the case at this time. No further patient complication were reported.